Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One photograph was provided for evaluation. Upon evaluation, the presence of bubbles in the tubing was observed. The reported defect was confirmed. However, based on the data from the investigation, the root cause of the reported incident was unable to be determined. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: the original initial MDR for this case was inadvertently submitted via the "test" account of the FDA electronic submission gateway (esg) webtrader. As the original submission was not submitted through the "production" account of the FDA esg webtrader, a new initial MDR submission is required per zoom call with sameer phanase of the FDA esg help desk.

Event description:
As reported, it has been noted recently that the space pump IV set w/2 caresite, ckvlv is leaving a small amount of drug in the bags and it is unable to be infused at all. Strangely the drip chamber is dry and the lines are dry but still some of the meds cannot be pulled out of the bag, only air and got an air in line alarm. Patient did not get all the drug because the line ra dry, however there was still drug in the bag that did not infuse. No injury reported.